Event description:
It was reported that there was low r-waves exhibited with the right ventricular (rv) lead. In addition, it was suspected that there was an episode detected as an supra ventricular tachycardia (svt), that was actually a ventricular tachycardia (vt), and the device withheld therapy. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low r-waves exhibited with the right ventricular (rv) lead. In addition, it was suspected that there was an episode detected as an supra ventricular tachycardia (svt), that was actually a ventricular tachycardia (vt), and the device withheld therapy. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.